Event description:
On (B)(6) 2014 the reporter contacted animas, alleging an intermittent power issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/21/2014 with the following findings:. A power loss was not duplicated. Pump powers with the returned battery cap. Battery cap is able to fully tighten. Battery cap measures within specifications. Unrelated to the complaint, a battery compartment crack was observed below grip pad. Black box shows dates from (B)(6) 2014 - (B)(6) 2014. Power on reset events observed in the black box on (B)(6) 2014. Pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. An "intermittent power" event was not duplicated during investigation. Removed pump case. No evidence of moisture or loose components inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.